Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl and they allege insulin pump was under delivering. Customer reported that allege insulin pump was under delivering because of after infusion set change but blood glucose was high. The customer was treated with insulin injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. No unexpected insulin flow blocked alarm/no delivery alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).